Event description:
Pt reported 3-4 hours after injection around the mouth with one syringe of juvederm ultra plus they experienced "horrible swelling on the left side above top lip extending out of the cheek". The pt stated that because of the left side swelling the lip area is uneven. On the date of injection the pt self-prescribed oral benadryl and applied ice to affected areas. The pt reported that the injecting physician prescribed a "steroid dosepak" the next day.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.